Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned.

Event description:
It was reported that during procedure, the tip of the guidewire (subject device) broke off within the microcatheter. Both tip of the guidewire and the rest of the guidewire were retrieved in their entirety. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device not available.

Event description:
It was reported that during procedure, the tip of the guidewire (subject device) broke off within the microcatheter. Both tip of the guidewire and the rest of the guidewire were retrieved in their entirety. There were no clinical consequences to the patient.